Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned product noted contrast visible in the balloon and inflation lumen, consistent with preparation. The stent implant was stationary on the balloon but not between the markers, the distal end of the stent implant was located 7 mm proximal to the distal marker. There were crimp marks on the balloon between the distal balloon marker suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were stretched struts in the first and second rows of the distal end of the stent implant. The distal end and middle portion of the balloon was loosely folded and the proximal end was tightly folded. The proximal and middle stent outer diameter dimensions were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The distal stent outer diameters could not be measured due to the damage noted. Stent mislocation/ movement can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameters could not be measured due to the stent being partially expanded. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is also subjected to a stent movement test to verify stent security. In this case, it is possible the stent interacted with the lesion/anatomy during advancement, resulting in the stent moving proximally on the balloon as there was no damage and the stent was not noted to be mislocated during the inspection prior to use. Further, it is possible the stent delivery system was inadvertently pressurized after the procedure, resulting in the loosely folded balloon. Additional handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for loose/mislocated stents for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the mislocated stent could not be determined.

Event description:
It was reported that during introduction of the promus stent system into the patient anatomy through the guiding catheter, the stent slid back on the delivery catheter. The device was removed with the loose stent remaining on the delivery catheter and the procedure was completed with an unspecified device. There was no resistance felt during advancement or withdrawal. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided.